Event description:
Info received indicates the head end brake caster will move when locked into brake.

Manufacturer narrative:
The technician found the caster could not be adjusted further. The technician replaced the brake caster to repair the bed.